Manufacturer narrative:
Product event summary: the controller with unknown serial number was not returned for evaluation. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. As a result, the reported event could not be confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported event may be attributed, but not limited, to a reduced charge capacity of the internal nickel-metal hydride (nimh) battery and/or a faulty internal battery charger integrated circuit. This event was reported in the q3 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller had controller fault alarms. The site had received medical device warnings from the manufacturer that the ventricular assist device (vad) might experience a delay to restart or fail to restart if electrical continuity between the pump and controller was interrupted. The patient was admitted to the hospital for observation. Intra-aortic balloon pump (iabp), dobutamine, and surgical team on standby in case there was a failure of the vad during controller exchange. Controller was exchanged with cardiologist and perfusion present. The vad restarted and patient was observed for a few hours and transferred to stepdown unit and was discharged home without further alarms. No patient complications were reported as part of the event. This event was reported in the q3 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.